Event description:
The account generated false reactive prism htlv-I/htlv-ii results (reagent lots 81856m100 and 81858m100) on 12 plasmapheresis donors who tested western blot negative. The account stated the donors were repeat, long time donors who previously tested htlv-I/htlv-ii negative. No specific testing or patient data was provided for the donors. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Complaint tracking and trending data reviewed. Results of this investigation indicated that prism htlv-I/htlv-ii lots 81856m100 and 81858m100 are performing according to product label claims. The investigation for prism htlv-I/htlv-ii reagent lots 81856m100 and 81858m100 included a review of field data reported to our prism metrics database. For lot 81856m100, a total of (B)(4) samples had been tested across multiple customer sites at the time of the review. The overall initial and repeat reactive rates were calculated to be (B)(4), respectively. The calculated values were compared to the upper 95% confidence limits for initial and repeat reactive rates within the prism htlv-I/htlv-ii package insert (commodity 34-4547/r2). Both the initial and repeat reactive rates observed for lot 81856m100 were less than the upper 95% confidence limits ((B)(4)) for a combined plasma and serum population. For lot 81858m100, a total of (B)(4) samples had been tested with initial and repeat reactive rates of (B)(4), respectively, which are also less than the package insert upper 95% confidence limits. As plasma is the sample type primarily used at the customer facility for testing with prism htlv-I/htlv-ii, a review of field data from customer sites known to be using primarily plasma samples was performed. For lot 81856m100, a total of (B)(4) plasma samples had been tested across multiple customer sites. The initial and repeat reactive rates for the plasma population were calculated to be (B)(4), respectively. These reactive rates are less than the package insert upper 95% confidence limits for a plasma population ((B)(4)). For lot 81858m100, the number of samples tested at customer sites using primarily plasma was not sufficient to evaluate reactive rate performance for the plasma population. From this investigation, it is concluded that prism htlv-I/htlv-ii reagent lots 81856m100 and 81858m100 are meeting product label claims.

Manufacturer narrative:
(B)(4): reactivity originating from the htlv-I viral lysate. An investigation was initiated to determine if there were actions that could be taken to improve reactive rates with the prism htlv-I/htlv-ii assay. The results of the additional investigation is below. Thirty of 79 prism htlv-I / htlv-ii reagent lots, list number 06e50-68, have exhibited initial reactive rates (irr) and/or repeat reactive rates (rrr) that exceed the package insert 95% confidence interval upper limit. Multiple customer complaints related to reactive rates from several sites representing various geographic areas for these lots have been received since (B)(6) 2008. There was no impact to product functionality or product performance. The probable cause of some reagent lots exhibiting irr and/or rrr that exceed the package insert 95% confidence interval upper limit is that these clinical results were obtained from the 3 clinical lots combined and does not accurately represent the individual clinical lot irr and rrr performance. A contributing factor for the higher than expected repeat reactive rates observed at multiple customer sites for the prism htlv-I/htlv-ii assay is a sample-specific antibody interaction with the microparticle and probe components of the assay reagents. The target of this reactivity originates from the htlv-I viral lysate.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. H3 other text : an investigation is in process.